Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an inconsistency in the displayed longevity of the device potentially due to a previous overestimation of the device longevity by the programmer. Since the device was near eri, the device was replaced and the patient was stable.

Manufacturer narrative:
(B)(4).